Event description:
Reporter states customer had blood glucose result of 155 mg/dl taken at 22:05 on the advantage system; he took humalog based on device result. Customer had a seizure at 22:30, and reporter called paramedics. Customer reportedly received result of 145 mg/dl on the advantage system and 80 mg/dl on professional's meter within 10 minutes. Customer was taken to the hospital and treated with juice and food. While at the hospital, he received result of 120 mg/dl on the advantage system and 71 mg/dl on professional's meter within 10 minutes. No quality controls were used. Requested return of suspect device and replacement was sent.